Event description:
Removal of endosseous dental implant. Two implants were placed in class I bone on 9/26/96 during a routine procedure. The implant in site #30 was removed on 2/13/97 due to loss of osseointegration. The clinician reports that the implant "turned out" at the time of abutment placement. He also reports that the second implant in the adjacent site is doing well.

Manufacturer narrative:
The manufacturer has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.